Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.